Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues resolved and the recipient was activated. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced inflammation and pain under the skin following initial surgery. The recipient was prescribed antibiotics (type unknown).